Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had several no delivery alarms. The customer reported their blood glucose rose to 400 mg/dl at the time of incident. The customer's high blood glucose was treated with the insulin pump. Troubleshooting found insulin was able to exit with a fixed prime. Troubleshooting was not performed on the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test. Basic occlusion test, prime test, excessive no delivery test and occlusion test. No error alarm during testing noted.